Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 54693, was returned and analyzed. Visual inspection of the balloon catheter showed the guide wire luer was damaged. Smart chip verification indicated the catheter was used for nine applications. The balloon catheter was able to complete the performance test with test console without triggering any system notice. Dissection showed a guide wire lumen breach and kink at 2.25 inches from the tip. Dissection of the handle showed traces of blood between the shaft and guide wire lumen. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact, and no breach observed. Due to the coagulated blood inside the guide wire lumen, the guide wire lumen breach was sealed. Therefore, it was able to complete the performance test. In conclusion, the balloon catheter failed the returned product inspection to a guide wire lumen breach and kink and a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.